Event description:
The customer reported that the biological indicator (bi) had very little media left in it just before incubation. The customer reported that the bi had already been crushed, and that it was crushed "quite strongly." The load was not recalled, it was released and used on patients. The customer stated that no injuries had been reported.